Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-48863. It was reported that the patient lost therapy due to lead migration. In return, patient went under lead revision in which the lead was unintentionally cut. The lead was explanted to resolve the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.